Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported an 87-year-old male patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. It was reported that the patient developed oozing. The oozing was managed with pressure, re-suturing the sheath, and withholding heparin for a period. Blood products were also given. Additionally, the pump possible flow saturation. There was a sudden increase in motor current and left ventricle waveform significantly increased. Purge flows dropped. A pump replacement was recommended. The patient eventually expired with the pump in place but shut off to control the bleeding. Upon review by abiomed's medical safety officer, we do not have enough information to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation for the saturated flow, access site bleed, and high purge pressure has been completed. The data logs were reviewed which confirmed the sudden increase in motor current (mc) and lv signal as well as a subsequent drop in purge flow and increase in purge pressure. The pump flow remained saturated throughout the majority of the case, but the purge flow slowly increased up to 15 ml/hr and mc returned to lower values. The root cause of the saturated flow was most likely biomaterial. Clinical details state that there was generalized oozing from sites reported. There was no blood products required, but the complication was successfully managed (method unknown). The root cause of the access site bleeding was not determined since no product was returned and insufficient clinical details were given. Additionally, after an increase in motor current, there was a rise in purge pressure and drop in purge flow. The purge flow dropped from 21 to 3.6 after the sudden changes in mc and lv signal. The high purge pressure and low purge low eventually resolved. The root cause of the high purge pressure was most likely biomaterial. Added- h6 med dev prob code 1491.